Manufacturer narrative:
(B)(6). Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulty was encountered. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, resistance was felt and the device was difficult to remove from the patient's body. The procedure was completed with the original device. No patient complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that removal difficulty was encountered. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, resistance was felt and the device was difficult to remove from the patient's body. The procedure was completed with the original device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. The stent was not returned for analysis. The balloon was returned in a relaxed state, and no issues were noted. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A recommended 0.014 inch guidewire was loaded in to the device to facilitate functional testing. The device was inflated to rated burst pressure, maintained pressure and deflated, without issue. The inflation device was verified before and after use. No other issues were identified during the product analysis.